Event description:
I developed graves¿ disease and had to have radioactive iodine treatment. I continually had positive anti-nuclear antibodies results. I developed chronic pain and was diagnosed with fibromyalgia. My endocrine system was disturbed and went into full menopause at (B)(6) years old. I miscarried and was never able to have more children. I developed mold toxicity in my body and multiple chemicals/food sensitivity, I developed autonomic nerve dysfunction. I had chronic inflammation in my body. I developed constant fatigue and brain fog.